Event description:
A report was received that the patient was not able to charge the ipg due to the depth of the pocket in the belly. The patient underwent a revision procedure wherein the ipg was relocated to the left flank. The patient was doing well postoperatively.